Event description:
This complaint is being opened for reportability purposes only. Please reference the master complaint (B)(4) for all pertinent information.

Manufacturer narrative:
(B)(4). Carefusion received a complaint from cardinal health (B)(4) that indicated a facility was utilizing an incorrect IFU (instructions for use) when cleaning/processing carefusion devices (89-6110). The correct IFU was provided with the devices at the time of purchase. One of the three devices was returned to carefusion for repair/maintenance. (Note that the repair/maintenance is not related to this complaint.) The device was evaluated and did not show any signs of being modified or altered. The device was visually examined and was determined to require repair. The device was sent to carefusion's in-house repair department for inspection and repair. The customer stated that they inadvertently cleaned the devices using the incorrect IFU. This resulted in incorrect cleaning/processing of the devices, which could create a harmful situation for the patient due to potential blood borne pathogen exposure. The facility is in the process of testing (B)(4) patients for exposure and any subsequent disease manifestation.